Event description:
It was reported, "xia blocker cracked inside rod to rod connector. Surgeon attempted to get out with no luck. Surgeon was using xia 3 blocker inserter and was inserting blocker with tension when we heard a pop. The blocker cracked in two places all the way through on one side and partially on another. We re-inserted the blocker inserter to try and retrieve the blockers, but could not get it out. We also tried vice grips, but were unable to get the blocker out of the rod to rod connector."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.